Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stage 2 pelvic organ prolapse, cystocele, uterine prolapse, rectocele and possible occult stress incontinence. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. No additional information was provided.(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and pinnacle, uphold and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy. It was reported that patient underwent sparc placement and dissection of old scar tissue on (B)(6) 2014 for sui. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with bilateral sacrospinous fixation, anterior and posterior colporrhaphy. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.